Event description:
A radiology technician was moving the monitor. It became detached from its support bracket and fell to the ground. No pt was injured because of this event but the probablility was there. It was determined that at some time in the past the large allen screw that holds in the retaining plate for the support bracket had to have fallen off. Searched the floor for both the large allen screw and also the retaining plate, neither was located. Once this plate was no longer on the bracket it allowed three of the 4 retaining screws to also loosen and fall out. None of these was found either but the size of these are much smaller and not as easily located. With only one screw remaining the weight of the monitor was too much and the monitor fell to the ground. The radiology technician that was moving the monitor tried in vain to keep the monitor from falling and subsequently twisted both his hand and side. The monitor was installed in march of 2004 by toshiba during an upgrade of the room.